Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the numbers kept scrolling and would not stop during bolus. Customer's blood glucose was 234 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers or display anomaly noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.